Manufacturer narrative:
(B)(4).

Event description:
Procedure type: lap assisted distal gastrectomy. According to the reporter: when the scope was inserted into the trocar, the balloon broke with a pop. New trocar was opened to complete the procedure. There was no bleeding reported in excess of 500 cc. There was no unanticipated tissue loss. Nothing fell into the pt cavity. No pt harm. The case was not extended by more than 30 minutes.